Manufacturer narrative:
Conclusion: during the repair process of a rondo 2 audio processor, a leaking battery was detected. The electrolyte oxidized some components. The damage to the rechargeable battery inside was most likely caused by strong mechanical stress. Additionally, no contact to leaking electrolyte and no patient injury from contact with leaking electrolyte was reported. This is a final report.

Event description:
The device was sent to hq due to no function. Preliminary device investigation revealed a broken housing and a leaking battery. According to the field the device did not have a leaking battery at the time the device was sent back to hq and therefore no user was harmed.

Event description:
The device was sent to hq due to no function. Preliminary device investigation revealed a broken housing and a leaking battery.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.